Event description:
The iab was inserted into the pt on 7/29/97. On 8/3/97, the iab leaked. The dr was unable to removed the iab from the pt. The iab was entrapped and needed to be surgically removed. The following was rpt'd to co on 9/3/97: the rn noted blood in the balloon gas line on 8/2/97. Blood increased and the balloon was surgically removed on 8/3/97. The balloon had large blood clots inside and out. As a result of the event, the pt required a femoral cutdown, embolectomy, and arterial graft. After the event, the pt remained in serious condition in the critical care unit. Event complications: the iab was entrapped/surgically removed - rpt'd 8/7/97, 9/3/97. Pt current status: critical - rpt'd 8/7, 9/3/97.